Manufacturer narrative:
Concomitant products: product ID 37742, serial # (B)(4), implanted: (B)(6) 2007, product type programmer, patient; product ID 37752, serial # (B)(4), implanted: (B)(6) 2007, product type recharger; product ID 399930, lot # v017486, implanted: (B)(6) 2007, product type lead. (B)(4).

Event description:
It was reported that the device was ¿non-functioning¿ for quite some time. It was noted that the patient hadn¿t seen a physician for four years, the device hadn¿t been programmed, and they ¿assumed the device was non-functional.¿

Manufacturer narrative:
(B)(4).